Event description:
Clave secondary port was broken and stuck in a depressed position when the bottom portion of chemo lock was screwed on. This caused the pump to alarm " distal occlusion". All other parts of the line were checked by the rn until the malfunction was found. This exact even occurred 3 times in our department today, all different patients and drugs being hung. Same lot number for the primary tubing.